Manufacturer narrative:
Device evaluation summary: the device evaluation showed the following: the findings of the evaluation are consistent with the reported event description. The reported failure of deployment is likely the result of the primary and secondary deployment lines being switched and attached to the secondary deployment knob and primary deployment knob, respectively. Due to the primary and secondary deployment lines being switched, as identified during the device evaluation, there is potential for the failure mode to be attributable to the manufacturing process.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac). The ctagac was delivered to the lesion through a 24fr sheath. When the primary deployment handle was pulled, the stent graft deployment did not initiate at all. The physician waited a short time and moved the device slightly, but the stent graft remained undeployed. It seemed there was no situation where it was stuck or trapped during the deployment. The device was withdrawn into the sheath and removed from the patient. Another device was used and the procedure was completed successfully. The device will be returned to gore for further investigation. The physician did not provide a response to what they think caused the issue. They requested a response following the completion of the investigation.